Event description:
While the customer was adjusting the air connector to the power management unit, she had stated that she received an electric shock up her arm. She did not complain of any injuries. The pump was connected to a trinova seat cushion and was on the floor. The pump was immediately taken out of use and sent back to the depot.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo ltd. (B)(4). The user informed the rptr that upon inspecting the surrounding of the device after the incident, no liquid spills were found on or around the pump. The pump was returned to arjohuntleigh, tested and found to be satisfactory. The MFR can conclude that the pump is within specification, and performing as intended. Further, the trinova system has been designed to comply with the standard (B)(4) for electrical safety. The manufacturer is unable to determine how the user received the shock based on the device investigation results. A review of complaints starting from 2008 found no other similar incidents of a trinova pump causing an electric shock with like circumstances.